Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with mild headache associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate and insulin on board. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was also revealed that the basal delivery totals in the total daily dose did not match due to a cartridge and the basal edit screen being accessed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: the meter was not returned with the pump. The black box showed a replace cartridge alarm on (B)(6) 2015 at 17:24; deliveries resumed at 18:33. On (B)(6) 105 at 20:27 a replace cartridge alarm; deliveries resumed (B)(6) 2015 at 01:27. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during the 24 hour testing. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).